Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Name and address: street: (B)(6). Name and address: line 2: (B)(6). Name and address: phone: (B)(6). PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to an unknown procedure, an ncircle delta wire tipless stone extractor was found to not close. The user tested the device before the procedure and found that it could not be closed. Another new device was used to complete the procedure. There was no impact to the patient.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, prior to an unknown procedure, an ncircle delta wire tipless stone extractor was found to not close. The user tested the device before the procedure and found that it could not be closed. Another new device was used to complete the procedure. There was no impact to the patient. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ncircle delta wire tipless stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned with the handle and the basket formation in the open positions. The mlla [male luer lock adapter] was loose. The collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 3 cm in length. The cannulated handle was loose inside the white handle. A functional test determined the handle did not actuate basket formation. The handle was disassembled during investigation. The handle was found to be bent. The device was returned with the collet turned in the opposite direction, indicating the handle may have been manipulated during use. The basket formation could be manually actuated after the handle was disassembled. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was open and could not be closed. The brass collet knob inside the handle was observed to be backward and the cannulated handle was not being held by the collet knob, indicating the device was disassembled and not properly reassembled by the user. It was presumed the user disassembled the device after the failure of the basket to close. The cannulated handle was bent. Since there was evidence the device was disassembled by the user, it could not be determined if the observed damage was present before disassembly. The cause for the failure of the basket to close could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.